Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description.

Event description:
It was reported the patient with this neurostimulator became symptomatic with fever and had site tenderness after implant of the device. The patient was admitted to the hospital, and the device was explanted. The patient has a history of staph infections and lost a lower extremity in the past. The patient was prescribed antibiotics. There were no additional patient complications. The patient fully recovered and is doing great.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient with this neurostimulator became symptomatic with fever and had site tenderness after implant of the device. The patient was admitted to the hospital, and the device was explanted. The patient has a history of staph infections and lost a lower extremity in the past. The patient was prescribed antibiotics. There were no additional patient complications.

Event description:
It was reported the patient with this neurostimulator became symptomatic with fever and had site tenderness after implant of the device. The patient was admitted to the hospital, and the device was explanted. The patient has a history of staph infections and lost a lower extremity in the past. The patient was prescribed antibiotics. There were no additional patient complications. The patient fully recovered and is doing great.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to fever, infection, and implant pain which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.